Manufacturer narrative:
Correction to the initial MDR in block(s) f10 and h6 (patient codes). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an air embolism occurred. During a left atrial appendage (laa) closure procedure, a versacross connect for laac kit was selected for use. Transseptal access was obtained and performed as usual, wiht no difficulties. The physician navigated the watchman sheath (was) into the left atrium (la) over the versacross connect pigtail wire, removed the wire, and aspirated the was sheath. The physician noticed air when aspirating the sheath. The was sheath was determined to be deep in the la on transesophageal echocardiography (tee) and was pulled back to the mid la. The physician was able to successfully aspirate through the sheath and noted adequate blood return. A pigtail catheter was then advanced through the was and into the appendage. An angiogram was performed, and the closure device size confirmed. The watchman delivery system (wds) was opened and prepped successfully. The physician removed the pigtail but noticed limited blood return when allowing the was sheath to bleed back. The wds was advanced into the was. Air was then noticed on fluoroscopy imaging in the right coronary artery (rca) and ascending aorta. St elevation was noticed. The physician decided to release the closure device quickly. St elevations persisted and the patient went into ventricular tachycardia. Defibrillation was performed successfully, and the closure device position was assessed. The closure device was in the same position as when it was released. The physician requested an interventional cardiologist to perform a coronary angiogram to push air into the microvasculature of the coronary artery. St elevations had been noted to be resolved, but a coronary angiogram was successfully performed anyway. The coronaries were free of air and the anesthesia physician was able to wake the patient up without issues. A stroke assessment was performed with the patient appearing to have normal results. The patient remained in the hospital for monitoring and was discharged the next day. Product return is not expected (disposed). The dilator was removed after transseptal puncture. The sheath valve was opened when the dilator was removed and blood return/bleed back was noted as normal. No air noted inside the versacross dilator. In the physician opinion, the transseptal device did not contribute to the patient complication.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Event description:
It was reported that an air embolism occurred. During a left atrial appendage (laa) closure procedure, a versacross connect for laac kit was selected for use. Transseptal access was obtained and performed as usual, with no difficulties. The physician navigated the watchman sheath (was) into the left atrium (la) over the versacross connect pigtail wire, removed the wire, and aspirated the was sheath. The physician noticed air when aspirating the sheath. The was sheath was determined to be deep in the la on transesophageal echocardiography (tee) and was pulled back to the mid la. The physician was able to successfully aspirate through the sheath and noted adequate blood return. A pigtail catheter was then advanced through the was and into the appendage. An angiogram was performed, and the closure device size confirmed. The watchman delivery system (wds) was opened and prepped successfully. The physician removed the pigtail but noticed limited blood return when allowing the was sheath to bleed back. The wds was advanced into the was. Air was then noticed on fluoroscopy imaging in the right coronary artery (rca) and ascending aorta. St elevation was noticed. The physician decided to release the closure device quickly. St elevations persisted and the patient went into ventricular tachycardia. Defibrillation was performed successfully, and the closure device position was assessed. The closure device was in the same position as when it was released. The physician requested an interventional cardiologist to perform a coronary angiogram to push air into the microvasculature of the coronary artery. St elevations had been noted to be resolved, but a coronary angiogram was successfully performed anyway. The coronaries were free of air and the anesthesia physician was able to wake the patient up without issues. A stroke assessment was performed with the patient appearing to have normal results. The patient remained in the hospital for monitoring and was discharged the next day. Product return is not expected (disposed). The dilator was removed after transseptal puncture. The sheath valve was opened when the dilator was removed and blood return/bleed back was noted as normal. No air noted inside the versacross dilator. In the physician opinion, the transseptal device did not contribute to the patient complication.